Event description:
A report was received that the patient was experiencing frequent charging with the ipg. The patient underwent an ipg replacement procedure and was reportedly doing well post operatively.

Manufacturer narrative:
Sc-1110-02 sn: (B)(4). Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not confirmed. Device exhibited normal charging and discharging characteristics when charged with recommended optimal alignment. Ipg was fully charged to 4.05 v in the cis lab without any anomalies. The battery was depleting its charge at a rate of 7.06 mvdc per day with the stimulation turned off, which was within the typical ipg battery depletion rate.

Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing frequent charging with the ipg. The patient underwent an ipg replacement procedure and was reportedly doing well post operatively.